Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery due to he became urinary incontinent. The pressure regulating balloon (prb) was removed and replaced with a new 51-10 cm prb. The patient had a good outcome with no further complications. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available. Additional information received. There was leaking from the tubing where it inserts into the balloon part of the prb when the physician tested it at the back table.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery due to he became urinary incontinent. The pressure regulating balloon (prb) was removed and replaced with a new 51-10 cm prb. The patient had a good outcome with no further complications. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available. Additional information received. There was leaking from the tubing where it inserts into the balloon part of the prb when the physician tested it at the back table.

Manufacturer narrative:
Product investigation completed. The ams800 pressure regulating balloon was visually and microscopically examined. There was a leak in the balloon sphere at the adapter-sphere junction that was the result of fatigue. The balloon was not functionally tested due to the pinhole leak. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Device analysis determined the condition of the returned device was consistent with the reported information. Fluid leak was confirmed. Based on the results of this investigation, no escalation is necessary.